Event description:
The customer stated that her blood glucose readings have been lower. The customer stated that she had a reading of 78, while another elite meter gave a reading of 136mg/dl. The customer noticed that 78 was actually 7.8. Customer service explained mmoi/l and assisted the customer in changing the meter back to mg/dl. The customer will return the meter for evaluation and a replacement meter will be sent.